Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: intuitive surgical, inc. (Isi) followed up and obtained the following additional informational information regarding the reported event: the patient side manipulator (psm) #2 remained usable during the procedure. The surgeon was able to complete the procedure using two arms. It was reported that there was bleeding during removal of the prostate. However, the following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the complication, and what medical intervention (if any) was rendered due to the complication.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse will request the clinical sales representative to check on the issue in the next procedure. The fse investigation is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) could not fully seat drape. The procedure was completing as planned with no reported injury.